Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband stated that the customer had high blood glucose all day since changing the set. Customer's blood glucose was 370 mg/dl at 7 am and customer treated with the pump. Customer's blood glucose was 393 mg/dl at 8:30 am and customer took 4.0 units via syringe. Customer tested at 11 am and her blood glucose was 290 mg/dl. Customer's blood glucose went back up to 400 mg/dl at 1:15 pm. Customer changed the set tubing only and found that she had a bent cannula. Customer gave 14.0 units via syringe. Customer's blood glucose is 493 mg/dl. Customer had a headache, abdominal pain, difficulty breathing and high ketones. Customer did not get a no delivery alarm. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were reviewed and found to be correct. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.